Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: brown particles on fill channel and green mold like appearance. Leak test and microscopic analysis was performed which identified: striated punctured on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated punctured on anterior assessed as surgical damage like.

Event description:
Healthcare professional reported a right side deflation and "exchange of textured implants." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: deflation and exchange of textured implant.

Event description:
Healthcare professional reported a right side deflation and "exchange of textured implants." Device remains implanted.